Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety"), depression ("depression"), alopecia ("excessive hair loss") and amnesia ("memory loss"). The patient was treated with surgery (she had hysterectomy.). Essure was removed. At the time of the report, the pelvic pain, discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, migraine, abnormal weight gain, dysgeusia, anxiety, depression, alopecia and amnesia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, depression, discomfort, dysgeusia, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-oct-2019: reporters added. Case was upgraded to incident. Essure removal details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('deeply embedded within the left and right cornu and into the myometrium is a tightly coiled metallic device that extends into the intact fallopian tube') and pelvic pain ('chronic pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety"), depression ("depression"), alopecia ("excessive hair loss") and amnesia ("memory loss"). The patient was treated with surgery (she had hysterectomy and total laparoscopic hysterectomy and bilateral salpingectomy, davinci platform). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown and the pelvic pain, discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, migraine, abnormal weight gain, dysgeusia, anxiety, depression, alopecia and amnesia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, depression, discomfort, dysgeusia, embedded device, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('deeply embedded within the left and right cornu and into the myometrium is a tightly coiled metallic device that extends into the intact fallopian tube') and pelvic pain ('chronic pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety"), depression ("depression"), alopecia ("excessive hair loss") and amnesia ("memory loss"). The patient was treated with surgery (she had hysterectomy and total laparoscopic hysterectomy and bilateral salpingectomy, davinci platform). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown and the pelvic pain, discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, migraine, abnormal weight gain, dysgeusia, anxiety, depression, alopecia and amnesia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, depression, discomfort, dysgeusia, embedded device, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received : event "deeply embedded within the left and right cornu and into the myometrium is a tightly coiled metallic device that extends into the intact fallopian tube", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.